Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar degeneration surgery due to degenerative lumbar. During the surgery, the threads of the set screw stripped. The product came in contact with the patient. The set screw was completely explanted. No patient complications were reported as a result of the event.